Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that freeze electrocardiogram revealed non-capture via merlin.net transmission. Review of freeze electrocardiogram confirmed no ventricular capture. It was suggested to bring the patient in to reassess auto-capture setup test; the device was not correctly determining capture. The patient did not have ventricular underlying rhythm. The patient was brought in clinic for further assessment. Failure to capture was not seen on the device. Ventricular capture threshold were normal. The patient did not experience any symptoms.